Event description:
The customer reported that during preparation for an ablation procedure, it was found that the pad was discolored. It was not used. Initial evaluation of the returned sample found it did not have continuity.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.